Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with heavy tortuosity and heavy calcification that was 99% stenosed. A ht command guide wire was advanced to the lesion, but would not cross it. During removal, the tip of the guide wire became stuck with the anatomy located proximal to the lesion. As the guide wire was pulled with resistance from the lesion, a separation occurred. It was reported that the shaft of the guide wire separated within the guiding catheter and the guide wire and guiding catheter were removed together from the anatomy. A non-abbott guide wire was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.